Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the pump was able to eventually start charging, although no additional information was provided.